Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.